Manufacturer narrative:
A device history record review was completed for provided material number 381137 and lot number 4327478. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, black contamination was observed. For further analysis, the physical sample would be necessary to identify the type of foreign matter and where it could have originated. Based on the investigation conducted so far, a probable root cause may be related to the presence of contamination on the catheter (¿black spot¿), possibly originating from the belt guard in the catheter tray feeding area. During the catheter tray feeding process, the trays move and may come into contact with the stainless-steel guard. If this guard is not properly cleaned, such contact could result in contamination on the catheter. This is the first report received for this type of issue on material 381137 and lot 4327478. A corrective and preventive action plan has been created to address the issue of foreign matter. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
On (B)(6) 2025, while preparing to perform an arterial puncture on a patient, a nurse discovered an unidentified black substance on the cannula needle. The nurse replaced the needle with an indwelling catheter for the procedure, and no harm was caused to the patient.

Manufacturer narrative:
E.1.: characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.